Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the root cause could not be identified for both ¿b30 error¿ and ¿no image issue with 190 scopes¿. The subject device manufacture date was not identified with an unknown serial number; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a b30 scope communication error code, an e216 scope communication error code, and a no image issue with their 190 scopes. There were no reports of patient harm.

Manufacturer narrative:
The device is not expected to be returned. While the device was not returned, troubleshooting with olympus technical assistance center (tac) was performed, tac asked the customer to power off both the evis exera iii video processor and the evis exera iii light source, remove the scope, clean the contact points on the scope with an alcohol prep pad, wait for the scope to dry, reconnect the scope, power everything back up, and observe the result. Tac advised the customer that the issue could be coming from the scopes or the evis exera iii video processor, or the evis exera iii light source, or the cables. The customer said they would investigate and call back. The customer reported back that they sent the scopes in for repairs, as they believed they were they issue post troubleshooting. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.